Event description:
Pt undergoing a voluntary sterilization through bilateral tubal banding. The right tube was banded successfully. In banding the second tube the band was deployed but the band would only go 1/2 way down the grasper. An add'l port was made and the tube was fulgarated around the grasper and the grasper was then cut out. The left tube was fulgarated with no adverse outcome to the pt other than the add'l port.